Manufacturer narrative:
The field service engineer (fse) discovered a broken vl65 pinch valve. The fse replaced the pinch valve, the mount and the actuator for valve vl65 to resolve the issue. (B)(4).

Event description:
The customer reported a leak of approximately five to ten (5-10) milliliters from the coulter lh 780 hematology analyzer. The operator was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site.